Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed no delivery. The customer's blood glucose reading was 238 mg/dl at the time of incident. Customer declined to troubleshoot for the alarms. The product will be returned.

Manufacturer narrative:
No unexpected no delivery alarm during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir. No air bubbles anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.